Event description:
General report received of an unspecified number of undocumented incidents of device breakage. On unspecified dates, during unspecified cadaver organ harvesting procedures, the tubing sets were being used to deliver 1000ml of static preservative solutions (sps-1), at unspecified rates. At unspecified times, solution containers were removed from the refrigerator. It was reported that after the tubing sets has been used for unspecified lengths of time, the piercing pins of the tubing sets were again inserted into the administration ports of another static preservation solution containers which had been removed from the refrigerator. At this time, the piercing pins broke in the solution containers. The customer contact reported the containers and tubing sets were immediately set aside. The tubing sets were replaced and were used to complete the procedures. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.